Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the guide wire disconnected in the "punch cannula". There was bleeding at the application site. There was no patient injury.